Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the delivery device packaging was not completely sealed. The delivery device was replaced and the procedure was completed utilizing a second device without clinical consequences to the patient.